Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was no sign the packaging had been tampered with or had any damage. A replacement coil was used to complete the procedure. No pictures were available. The device return process for china resumed on 2020-05-06, and the agent had the device to return.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the axium prime coil was returned for analysis with implant coil detached from the pushwire. The axium prime pushwire was returned within the introducer sheath. No damages or irregularities were found with the implant coil. The axium prime pushwire was found broken between the positive load indicator and the break indicator at from the proximal end. The two segments were retained by the release wire. The break indicator was found intact within the introducer sheath. The axium prime pushwire was found bent at multiple locations from the broken end. The axium prime pushwire was found kinked from the distal end. The coin was found partially retracted out of the lumen stop; the shield coil was found intact and the implant coil was already detached. No other anomalies were observed. Based on the device analysis and reported information, the report of coil separated from the was confirmed. The axium prime implant coil was found bent/kinked and broken. It is likely that some of the damage was due to device handling for return to medtronic as the device was bent when the inner pouch was folded to be placed into the biohazard pouch. The release wire was found retracted back, causing the coin to exit the lumen stop and the implant coil to detach as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that when opening the inner package of the axium prime coil, it was found that the tail end of the pushwire had been bent and the tail end formed a 90° bend angle. The axium prime coil had been accidentally detached.   The patient underwent coiling treatment for a small ruptured saccular aneurysm located in c7 segment, measuring 3mmx2mm. The patient¿s blood flow was normal, and vessels was minimal tortuous.   There were not any patient symptoms or complications associated with this event. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the axium prime coil was returned with implant coil detached from the pushwire. The axium prime pushwire was returned mostly advanced out of the introducer sheath. The axium prime pushwire was found broken between the positive load indicator and the break indicator from the proximal end. The two segments were retained by the release wire. The break indicator was found intact within the introducer sheath. The axium prime pushwire was found bent. The axium prime pushwire was found kinked at multiple locations from the distal end. The coin was found partially retracted out of the lumen stop; the shield coil was found intact and the implant coil was already detached. No damages or irregularities were found with the implant coil. No other anomalies were observed. Based on the device analysis and reported information, report of ¿premature detachment¿ was not confirmed as the release wire was found retracted back, causing the coin to exit the lumen stop and the implant coil to detach as designed by the detachment elements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.